Manufacturer narrative:
Investigation summary: the device key was returned for evaluation. The device key activation logs were analyzed by extracting the logs from a microchip embedded within the device plug. In the absence of the complete event device, it is difficult to determine the root cause of the event. The exact root cause of the event remains unknown. Similar reports have shown that tissue may fall out of the jaws if it is under tension. The instructions for use (IFU) warns the user to "eliminate tension on the tissue to ensure proper sealing performance." Although the root cause of the event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lavh- "movement of tissue in the jaw towards the distal end during activation. On few occurrences tissue slipped out of the jaw during activation and the sealcycle was interrupted. Tissue sealing was under traction. Tissue was grasped midway in the jaw." Additional info received: uterus and adnex was removed on one side during the lavh; thickness; hard to guess since no measurements, between 2 and 4mm. Instrument was not used in a different manner vs other observed gynaecologists with respect to thickness. Tissue slipping out of the jaw during activation occurred more than 20 times. Only device key was collected, device itself was lost. No lubricant was used. Tissue slipping observed from the first activation. Instruction was given before use that sealing should not be under traction, grasping tissue in the middle of the jaw and not to overfill the jaw. On the slippage remarks of the gynaecologist instruction was given again; to minimize traction and to apply countertraction with the grasper at hand. Procedure was completed. Patient status: procedure continued and completed as normal.